Event description:
It was reported the pt could not communicate with her ipg using her programmer. The pt stated she has never charged her ipg and hasn't connected with her programmer since her implant surgery in 2011. A sjm rep reviewed the charging technology and guidelines with the pt. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.